Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1640, awareness date 16-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer had essure inserted within minutes and was discharged with instructions, pain medication and antibiotics. On (B)(6) 2012 she had an ablation done due to excessive bleeding and cramping. Approximately one month after both procedures she would get her period some times 3 times a month lasting anywhere from 3 days to 9 days at a time. Painful cramping and nausea feeling. She continued to have heavy periods and her periods were lasting longer. She would have her period sometimes up to 3 weeks. If she wasn't on menstrual cycle she would have a discharge all the time. Intercourse was painful and as soon as she was done she would start bleeding again. Continued with horrible cramping. She never had any cramping before until essure and the ablation. In (B)(6) 2012 she went to ER (emergency room) for excruciating abdominal pain. After being testing the ER physician stated that her appendix broke off from large intestine and was lodged behind the rib cage. She was taken into surgery. She continued to have severe abdominal pain, elevated white blood count highest was 23.5 (normal range is 4.1-10.2) and continued to be on antibiotics. Doctor concluded infection and would continue antibiotics me for 2 years. This past (B)(6) 2015 she was back in the ER with abdominal pain. They noticed the coil that migrated out and was in the cavity of uterus. She had to have a hysterectomy to have this removed on (B)(6) 2015. She has suffered for 2 years. Underwent numerous dr. Visits, MRI, ultra sounds, CT scans and other lab work testing, on prescriptions all the time and 2 surgeries because of this. Ptc investigation result received on 31-oct-2015. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding (interpreted as genital bleeding) and painful cramping / horrible cramping, excruciating abdominal pain and she had an ablation performed due to these events. It was reported that the coil that migrated out and was in the cavity of my uterus and a hysterectomy in order to remove it was performed. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device migration are not known. The occurrence of abdominal pain could be considered a symptom of device migration. Based on a positive temporal relationship and considering the nature of these events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical interventions were performed. Additionally, other serious events (unrelated) and non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.